Manufacturer narrative:
The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. The returned cassette was visually and functionally tested and passed testing. No contributing factors could be identified that could cause the customer's reported issues. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that a thermal burn occurred due to the aspiration failure during a procedure. The aspiration failure also caused an unstable anterior chamber. Suture were used during the procedure. The product was replaced and procedure completed. The patient has recovered.